Manufacturer narrative:
Pending for the arrival of the defective sample for further eval.

Event description:
When the dr advanced the catheter through the guidewire, he found that the catheter was stuck to the guidewire when part of the catheter is inserted into the pt's body. The dr is unable to withdraw the guidewire, then he withdraw both the catheter and guidewire finally. Lastly, a dark red particle was found on the catheter tip when they pull out the catheter from the guidewire after the catheter removed from pt.